Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, field service engineer inspected the drawers from the rear and confirmed that all components appeared normal, manually opened the drawers and verified proper operation, then contacted medbank support and coordinated a dial in session to test the drawer. Medbank support and the customer performed testing and were unable to identify any issues. The system functioned as intended when the field service engineer inspected the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 drawer 3 had failed to open. When user attempting to issue medication and customer confirmed that the zones were clear. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.